Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of urinary tract infection ("chronic utis"), pain ("body aches/ chronic body pain / body aches and pain / body pain"), pelvic pain ("severe and persistent pelvic pain/chronic persistent pelvic pain/chronic pelvic pain/ chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst ("bilateral ovarian cysts"), genital haemorrhage ("heavy bleeding 5 months after insertion/ bleeding/ heavy bleeding"), uterine infection ("uterine infection"), rheumatoid arthritis ("rheumatoid arthritis / arhtritis"), uterine polyp ("endometrial polyps"), ovarian injury ("right ovary damaged / left ovary damaged / damaged ovary"), mental impairment ("diminished brain function"), dental caries ("frequent cavities") and coeliac disease ("celiac disease-like symptoms") in a 33-year-old female patient who had essure (batch no. 84327dr (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she not use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included laparoscopy in 2006, c-section in 1996, gravida ii, live birth in 1996 and ectopic pregnancy in 2006. She denied alcohol and tobacco use. Previously administered products included for an unreported indication: yaz from 2005 to (B)(6) 2010. Family history included breast cancer, hypertension and diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced the first episode of vitamin d deficiency ("became vitamin d deficient since insertion"). In 2013, the patient experienced anxiety ("anxiety / mental anguish and pain and suffering associated with my physical injuries"). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), ovarian injury (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), uterine leiomyoma ("small fibroid"), uterine inflammation ("uterine inflammation"), dyspareunia ("painful intercourse"), uterine cyst ("possible em cysts"), cyst ("cyst the size of an orange"), adenomyosis ("adenomyosis"), leiomyoma ("multiple leiomyoma"), menstrual disorder ("blood clots during period/ blood clots"), visual impairment ("vision problems"), rash pruritic ("skin itching with rash/ itching and I had rashes on my legs and back"), breast pain ("breast pain"), cystitis ("bladder infection"), dysmenorrhoea ("painful periods"), blood count abnormal ("elevated blood counts"), haematuria ("blood in urine"), the second episode of vitamin d deficiency ("vitamin d deficiency"), blood iron decreased ("low iron"), the first episode of asthma ("asthma"), ear pain ("ringing pain in ears"), tinnitus ("ringing pain in ears"), oligomenorrhoea ("long menstrual cycle"), fungal infection ("yeast infection"), tooth disorder ("dental issues"), alopecia ("hair loss"), depression ("depression"), vomiting ("vomiting"), pruritus ("itching"), burning sensation ("burning"), vulvovaginal pain ("stabbing pain in vaginal entrance"), sexual dysfunction ("sexual dysfunction"), vaginal discharge ("discharge"), dysgeusia ("metallic taste in mouth"), multiple allergies ("heightened allergies"), fatigue ("fatigue"), pollakiuria ("urgent frequent urination"), loss of libido ("loss of libido"), balance disorder ("balance problems"), clumsiness ("clumsiness"), abdominal distension ("severe bloating"), insomnia ("insomnia"), menorrhagia ("long heavy menstrual bleeding"), bacterial vaginosis ("bacterial vaginosis"), dry eye ("dry eyes"), tooth fracture ("tooth breaking /falling out"), the second episode of asthma ("asthma"), cough ("coughing"), sinusitis ("sinus infections"), allergic sinusitis ("allergies /sinus"), allergy to metals ("hypersensitivity reaction to nickel"), vaginal haemorrhage ("non stop vaginal bleeding") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with vicodin, ketorolac tromethamine (toradol), diclofenac, naproxen sodium, prednisone, nitrofurantoin, fluconazole, ibuprofen, ondansetron, doxycycline, azithromycin, montelukast, zolpidem, estradiol (estrace vaginal), clindamycin, amoxicillin, paracetamol (acetaminophen), salbutamol sulfate (proair hfa), etodolac, phenazepam, salbutamol (albuterol), cheracol (codeine w/guaifenesin), fluticasone, lorazepam, surgery (she had hysterectomy to remove essure), surgery (she had hysterectomy to remove essure), surgery (she had surgery d & c, hysterectomy endometrial ablation), surgery (polypectomy surgery), surgery (oophorectomy) and surgery (frequent root canals). Essure was removed on (B)(6) 2013. At the time of the report, the urinary tract infection, pain, pelvic pain, ovarian cyst, genital haemorrhage, dyspareunia and anxiety had not resolved, the uterine haemorrhage, uterine infection, rheumatoid arthritis, uterine polyp, ovarian injury, mental impairment, dental caries, coeliac disease, uterine leiomyoma, uterine inflammation, uterine cyst, cyst, adenomyosis, leiomyoma, menstrual disorder, visual impairment, rash pruritic, breast pain, cystitis, dysmenorrhoea, blood count abnormal, haematuria, the last episode of vitamin d deficiency, blood iron decreased, ear pain, tinnitus, oligomenorrhoea, fungal infection, tooth disorder, alopecia, depression, vomiting, pruritus, burning sensation, vulvovaginal pain, sexual dysfunction, vaginal discharge, dysgeusia, multiple allergies, fatigue, pollakiuria, loss of libido, balance disorder, clumsiness, abdominal distension, insomnia, menorrhagia, bacterial vaginosis, dry eye, tooth fracture, the last episode of asthma, cough, sinusitis, allergic sinusitis, allergy to metals, vaginal haemorrhage and vulvovaginal dryness outcome was unknown and the abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, ovarian cyst, urinary tract infection, uterine cyst and the first episode of vitamin d deficiency with essure. The reporter considered abdominal distension, adenomyosis, allergic sinusitis, allergy to metals, alopecia, anxiety, bacterial vaginosis, balance disorder, blood count abnormal, blood iron decreased, breast pain, burning sensation, clumsiness, coeliac disease, cough, cyst, cystitis, dental caries, depression, dry eye, dysgeusia, dysmenorrhoea, ear pain, fatigue, fungal infection, haematuria, insomnia, leiomyoma, loss of libido, menorrhagia, menstrual disorder, mental impairment, multiple allergies, oligomenorrhoea, ovarian injury, pain, pelvic pain, pollakiuria, pruritus, rash pruritic, rheumatoid arthritis, sexual dysfunction, sinusitis, tinnitus, tooth disorder, tooth fracture, uterine haemorrhage, uterine infection, uterine inflammation, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of asthma, the second episode of asthma and the second episode of vitamin d deficiency to be related to essure. The reporter commented: she use patch from 2005 to (B)(6) 2010 as contraception. It was reported that she had breast exam sent for mammogram for breast pain. She had medication ringing pain in ears. She had blood test and urine test. Her current weight was 153 and approximate weight at the time of essure placement was 159. She had natural supplements for anxiety, eye drops for dry eyes, medication and filling for frequent cavities, virtussin ac syrup for asthma and coughing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/chronic persistent pelvic pain/chronic pelvic pain/ chronic pelvic pain"), pain ("body aches/ chronic body pain / body aches and pain / body pain"), uterine haemorrhage ("abnormal uterine bleeding"), urinary tract infection ("chronic utis"), ovarian cyst ("bilateral ovarian cysts"), genital haemorrhage ("heavy bleeding 5 months after insertion/ bleeding/ heavy bleeding"), uterine infection ("uterine infection"), rheumatoid arthritis ("rheumatoid arthritis / arhtritis"), uterine polyp ("endometrial polyps"), ovarian injury ("right ovary damaged / left ovary damaged / damaged ovary"), mental impairment ("diminished brain function"), dental caries ("frequent cavities") and coeliac disease ("celiac disease-like symptoms") in a 33-year-old female patient who had essure (batch no. 84327dr) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopy in 2006, c-section in 1996, gravida ii, live birth in 1996 and ectopic pregnancy in 2006. She denied alcohol and tobacco use. Previously administered products included for an unreported indication: yaz from 2005 to april 2010. Family history included breast cancer, hypertension and diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced the first episode of vitamin d deficiency ("became vitamin d deficient since insertion"). In 2013, the patient experienced anxiety ("anxiety / mental anguish and pain and suffering associated with my physical injuries"). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), ovarian injury (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), uterine leiomyoma ("small fibroid"), uterine inflammation ("uterine inflammation"), dyspareunia ("painful intercourse"), uterine cyst ("possible em cysts"), cyst ("cyst the size of an orange"), adenomyosis ("adenomyosis"), leiomyoma ("multiple leiomyoma"), menstrual disorder ("blood clots during period/ blood clots"), visual impairment ("vision problems"), rash pruritic ("skin itching with rash/ itching and I had rashes on my legs and back"), breast pain ("breast pain"), cystitis ("bladder infection"), dysmenorrhoea ("painful periods"), blood count abnormal ("elevated blood counts"), haematuria ("blood in urine"), the second episode of vitamin d deficiency ("vitamin d deficiency"), blood iron decreased ("low iron"), the first episode of asthma ("asthma"), ear pain ("ringing pain in ears"), tinnitus ("ringing pain in ears"), oligomenorrhoea ("long menstrual cycle"), fungal infection ("yeast infection"), tooth disorder ("dental issues"), alopecia ("hair loss"), depression ("depression"), vomiting ("vomiting"), pruritus ("itching"), burning sensation ("burning"), vulvovaginal pain ("stabbing pain in vaginal entrance"), sexual dysfunction ("sexual dysfunction"), vaginal discharge ("discharge"), dysgeusia ("metallic taste in mouth"), multiple allergies ("heightened allergies"), fatigue ("fatigue"), pollakiuria ("urgent frequent urination"), loss of libido ("loss of libido"), balance disorder ("balance problems"), clumsiness ("clumsiness"), abdominal distension ("severe bloating"), insomnia ("insomnia"), menorrhagia ("long heavy menstrual bleeding"), bacterial vaginosis ("bacterial vaginosis"), dry eye ("dry eyes"), tooth fracture ("tooth breaking /falling out"), the second episode of asthma ("asthma"), cough ("coughing"), sinusitis ("sinus infections"), allergic sinusitis ("allergies /sinus"), allergy to metals ("hypersensitivity reaction to nickel"), vaginal haemorrhage ("non stop vaginal bleeding"), treatment noncompliance ("she not use birth control or contraception at any time following your essure placement procedure") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with vicodin, ketorolac tromethamine (toradol), diclofenac, naproxen sodium, prednisone, nitrofurantoin, fluconazole, ibuprofen, ondansetron, doxycycline, azithromycin, montelukast, zolpidem, estradiol (estrace vaginal), clindamycin, amoxicillin, paracetamol (acetaminophen), salbutamol sulfate (proair hfa), etodolac, phenazepam, salbutamol (albuterol), cheracol (robitussin ac [codeine phosphate,guaifenesin]), fluticasone, lorazepam, surgery (she had hysterectomy to remove essure), surgery (she had hysterectomy to remove essure), surgery (she had surgery d & c, hysterectomy endometrial ablation), surgery (polypectomy surgery), surgery (oophorectomy) and surgery (frequent root canals). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pain, urinary tract infection, ovarian cyst, genital haemorrhage, dyspareunia and anxiety had not resolved, the uterine haemorrhage, uterine infection, rheumatoid arthritis, uterine polyp, ovarian injury, mental impairment, dental caries, coeliac disease, uterine leiomyoma, uterine inflammation, uterine cyst, cyst, adenomyosis, leiomyoma, menstrual disorder, visual impairment, rash pruritic, breast pain, cystitis, dysmenorrhoea, blood count abnormal, haematuria, the last episode of vitamin d deficiency, blood iron decreased, ear pain, tinnitus, oligomenorrhoea, fungal infection, tooth disorder, alopecia, depression, vomiting, pruritus, burning sensation, vulvovaginal pain, sexual dysfunction, vaginal discharge, dysgeusia, multiple allergies, fatigue, pollakiuria, loss of libido, balance disorder, clumsiness, abdominal distension, insomnia, menorrhagia, bacterial vaginosis, dry eye, tooth fracture, the last episode of asthma, cough, sinusitis, allergic sinusitis, allergy to metals, vaginal haemorrhage, treatment noncompliance and vulvovaginal dryness outcome was unknown and the abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, ovarian cyst, urinary tract infection, uterine cyst and the first episode of vitamin d deficiency with essure. The reporter considered abdominal distension, adenomyosis, allergic sinusitis, allergy to metals, alopecia, anxiety, bacterial vaginosis, balance disorder, blood count abnormal, blood iron decreased, breast pain, burning sensation, clumsiness, coeliac disease, cough, cyst, cystitis, dental caries, depression, dry eye, dysgeusia, dysmenorrhoea, ear pain, fatigue, fungal infection, haematuria, insomnia, leiomyoma, loss of libido, menorrhagia, menstrual disorder, mental impairment, multiple allergies, oligomenorrhoea, ovarian injury, pain, pelvic pain, pollakiuria, pruritus, rash pruritic, rheumatoid arthritis, sexual dysfunction, sinusitis, tinnitus, tooth disorder, tooth fracture, treatment noncompliance, uterine haemorrhage, uterine infection, uterine inflammation, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of asthma, the second episode of asthma and the second episode of vitamin d deficiency to be related to essure. The reporter commented: she use patch from 2005 to apr-2010 as contraception. It was reported that she had breast exam sent for mammogram for breast pain. She had medication ringing pain in ears. She had blood test and urine test. Her current weight was 153 and approximate weight at the time of essure placement was 159. She had natural supplements for anxiety, eye drops for dry eyes, medication and filling for frequent cavities, virtussin ac syrup for asthma and coughing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet was received and the following information was provided: vaginal dryness was added as event; treatment medication provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of urinary tract infection ("chronic utis"), pain ("body aches/ chronic body pain / body aches and pain / body pain"), pelvic pain ("severe and persistent pelvic pain/chronic persistent pelvic pain/chronic pelvic pain/ chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian cyst ("bilateral ovarian cysts"), genital haemorrhage ("heavy bleeding 5 months after insertion/ bleeding/ heavy bleeding"), uterine infection ("uterine infection"), rheumatoid arthritis ("rheumatoid arthritis / arhtritis"), uterine polyp ("endometrial polyps"), ovarian injury ("right ovary damaged / left ovary damaged / damaged ovary"), mental impairment ("diminished brain function"), dental caries ("frequent cavities") and coeliac disease ("celiac disease-like symptoms") in a 33-year-old female patient who had essure (batch no. 84327dr (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she not use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included laparoscopy in 2006, c-section in 1996, gravida ii, live birth in 1996 and ectopic pregnancy in 2006. She denied alcohol and tobacco use. Previously administered products included for an unreported indication: yaz from 2005 to (B)(6) 2010. Family history included breast cancer, hypertension and diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced the first episode of vitamin d deficiency ("became vitamin d deficient since insertion"). In 2013, the patient experienced anxiety ("anxiety / mental anguish and pain and suffering associated with my physical injuries"). On (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), ovarian injury (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), uterine leiomyoma ("small fibroid"), uterine inflammation ("uterine inflammation"), dyspareunia ("painful intercourse"), uterine cyst ("possible em cysts"), cyst ("cyst the size of an orange"), adenomyosis ("adenomyosis"), leiomyoma ("multiple leiomyoma"), menstrual disorder ("blood clots during period/ blood clots"), visual impairment ("vision problems"), rash pruritic ("skin itching with rash/ itching and I had rashes on my legs and back"), breast pain ("breast pain"), cystitis ("bladder infection"), dysmenorrhoea ("painful periods"), blood count abnormal ("elevated blood counts"), haematuria ("blood in urine"), the second episode of vitamin d deficiency ("vitamin d deficiency"), blood iron decreased ("low iron"), the first episode of asthma ("asthma"), ear pain ("ringing pain in ears"), tinnitus ("ringing pain in ears"), oligomenorrhoea ("long menstrual cycle"), fungal infection ("yeast infection"), tooth disorder ("dental issues"), alopecia ("hair loss"), depression ("depression"), vomiting ("vomiting"), pruritus ("itching"), burning sensation ("burning"), vulvovaginal pain ("stabbing pain in vaginal entrance"), sexual dysfunction ("sexual dysfunction"), vaginal discharge ("discharge"), dysgeusia ("metallic taste in mouth"), multiple allergies ("heightened allergies"), fatigue ("fatigue"), pollakiuria ("urgent frequent urination"), loss of libido ("loss of libido"), balance disorder ("balance problems"), clumsiness ("clumsiness"), abdominal distension ("severe bloating"), insomnia ("insomnia"), menorrhagia ("long heavy menstrual bleeding"), bacterial vaginosis ("bacterial vaginosis"), dry eye ("dry eyes"), tooth fracture ("tooth breaking /falling out"), the second episode of asthma ("asthma"), cough ("coughing"), sinusitis ("sinus infections"), allergic sinusitis ("allergies /sinus"), allergy to metals ("hypersensitivity reaction to nickel"), vaginal haemorrhage ("non stop vaginal bleeding") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with vicodin, ketorolac tromethamine (toradol), diclofenac, naproxen sodium, prednisone, nitrofurantoin, fluconazole, ibuprofen, ondansetron, doxycycline, azithromycin, montelukast, zolpidem, estradiol (estrace vaginal), clindamycin, amoxicillin, paracetamol (acetaminophen), salbutamol sulfate (proair hfa), etodolac, phenazepam, salbutamol (albuterol), cheracol (codeine w/guaifenesin), fluticasone, lorazepam, surgery (she had hysterectomy to remove essure), surgery (she had surgery d & c, hysterectomy endometrial ablation), surgery (polypectomy surgery), surgery (oophorectomy) and surgery (frequent root canals). Essure was removed on (B)(6) 2013. At the time of the report, the urinary tract infection, pain, pelvic pain, ovarian cyst, genital haemorrhage, dyspareunia and anxiety had not resolved, the uterine haemorrhage, uterine infection, rheumatoid arthritis, uterine polyp, ovarian injury, mental impairment, dental caries, coeliac disease, uterine leiomyoma, uterine inflammation, uterine cyst, cyst, adenomyosis, leiomyoma, menstrual disorder, visual impairment, rash pruritic, breast pain, cystitis, dysmenorrhoea, blood count abnormal, haematuria, the last episode of vitamin d deficiency, blood iron decreased, ear pain, tinnitus, oligomenorrhoea, fungal infection, tooth disorder, alopecia, depression, vomiting, pruritus, burning sensation, vulvovaginal pain, sexual dysfunction, vaginal discharge, dysgeusia, multiple allergies, fatigue, pollakiuria, loss of libido, balance disorder, clumsiness, abdominal distension, insomnia, menorrhagia, bacterial vaginosis, dry eye, tooth fracture, the last episode of asthma, cough, sinusitis, allergic sinusitis, allergy to metals, vaginal haemorrhage and vulvovaginal dryness outcome was unknown and the abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, ovarian cyst, urinary tract infection, uterine cyst and the first episode of vitamin d deficiency with essure. The reporter considered abdominal distension, adenomyosis, allergic sinusitis, allergy to metals, alopecia, anxiety, bacterial vaginosis, balance disorder, blood count abnormal, blood iron decreased, breast pain, burning sensation, clumsiness, coeliac disease, cough, cyst, cystitis, dental caries, depression, dry eye, dysgeusia, dysmenorrhoea, ear pain, fatigue, fungal infection, haematuria, insomnia, leiomyoma, loss of libido, menorrhagia, menstrual disorder, mental impairment, multiple allergies, oligomenorrhoea, ovarian injury, pain, pelvic pain, pollakiuria, pruritus, rash pruritic, rheumatoid arthritis, sexual dysfunction, sinusitis, tinnitus, tooth disorder, tooth fracture, uterine haemorrhage, uterine infection, uterine inflammation, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of asthma, the second episode of asthma and the second episode of vitamin d deficiency to be related to essure. The reporter commented: she use patch from 2005 to (B)(6) 2010 as contraception. It was reported that she had breast exam sent for mammogram for breast pain. She had medication ringing pain in ears. She had blood test and urine test. Her current weight was 153 and approximate weight at the time of essure placement was 159. She had natural supplements for anxiety, eye drops for dry eyes, medication and filling for frequent cavities, virtussin ac syrup for asthma and coughing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a consumer and physicians in united states on 21-oct-2013 which refers to a (B)(6) female patient who received essure (fallopian tube occlusion insert) and experienced heavy bleeding 5 months after insertion, cramping, body aches and pain, painful intercourse, became vitamin d deficient since insertion, chronic utis, and bilateral ovarian cysts. No information given on patient's history, past drugs, concurrent conditions and concomitant medication. In 2011 the patient had essure (fallopian tube occlusion insert) inserted for contraception. Hsg test was done and it was fine. The patient became vitamin d deficient since insertion. Since about 5 months after essure insertion she has been experiencing heavy bleeding, cramping, body aches and pains, painful intercourse and had chronic uti's. On (B)(6) 2013 the patient was diagnosed with bilateral ovarian cysts and one of her ovaries would have to be removed. She was treated with vicodin, pain medication for cramps, standing order for antibiotics to treat uti's and she also has undergone ablation and d&c in 2012. She was scheduled for a hysterectomy on (B)(6) 2013 to have essure inserts removed. Essure treatment and events were ongoing. Reporter causality: the relationship was not reported. **correction on 25-oct-2013 following company internal review: the incident category was changed to other reportable event following company review. **fup information received on 27-nov-2013: no new clinical information. Follow-up received on 12-may-2014. Information received states that a (B)(6) female patient who has as previous gynecological intervention a laparoscopy in 2006 and a c-section in 1996; had essure (batch # 84327dr; expiration date 01-dec-2011) inserted on (B)(6) 2010. Patient was not post-partum at the time of insertion and no cervical dilatation, sounding or general anesthesia was applied. Analgesia with toradol 60 mg intramuscular was performed. Additionally physician described the insertion as easy as well as the visualization of the tubal ostium. There was no more than 1500 cc fluid loss during hysteroscopy and the procedure took 45 minutes. As back-up contraception after essure insertion and before total occlusion confirmation it was reported abstinence and, on (B)(6) 2010, a hysterosalpingogram (hsg) was performed to confirm essure placement (no results were provided). No perforation occurred. Physician reported that patient developed painful cramps and possible endometrial polyp. On (B)(6) 2012 patient declined offered hysteroscopy and dilatation and curettage. Physician had no further contact with patient since (B)(6) 2012. Follow-up received on 12-jul-2016: legal claim was received from a lawyer on behalf of the consumer/plaintiff. After being implanted with essure on or about (B)(6) 2010, this plaintiff suffered from severe and permanent injuries. Most recent follow-up information incorporated above includes: 22-nov-2017. Reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, family history included as breast cancer, hypertension, diabetes mellitus. Treatment drugs included as naproxen sodium, diclofenac, prednisone, nitrofurantoin, fluconazole, ondansetron, estrace , zolpidem, doxycycline, ibuprofen, virtussin ac syrup. Azithromycin, montelukast. Updated suspect drug indication as permanent birth control by bilateral occlusion of the fallopian tubes. In (B)(6) 2010, she had severe and persistent pelvic pain/chronic persistent pelvic pain/chronic pelvic pain, body aches/ chronic body pain/ body pain. In 2013, she had anxiety. On an unknown date, she experienced endometrial polyps, abnormal uterine bleeding, small fibroid, right ovary damaged / left ovary damaged, cyst the size of an orange, adenomyosis, multiple leiomyoma, blood clots during period/ blood clots, vision problems, skin itching with rash, breast pain, blood in urine, elevated blood counts, rheumatoid arthritis/arhtritis, vitamin d deficiency, low iron, asthma, ringing pain in ears, urinary tract infection, long menstrual cycle, yeast infection, dental issues, hair loss, depression, vomiting, itching/ burning/ stabbing pain in vaginal entrance, sexual dysfunction, discharge, metallic taste in mouth, heightened allergies, fatigue, diminished brain function, urgent frequent urination, loss of libido, balance problems, clumsiness , severe bloating, long heavy menstrual bleeding, dry eyes, frequent cavities, tooth breaking/falling out, asthma, coughing, sinus infections, allergies/sinus, hypersensitivity reaction to nickel, non stop vaginal bleeding and updated events. In (B)(6)2013, she had removed essure device (previously reported as dose not changed). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.